Event description:
A third party service center rec'd info alleging a ventilator was failing to charge the internal battery. The device was in pt use.

Manufacturer narrative:
The third party service center confirmed the customer's complaint. The ventilator's power supply was replaced to correct the problem. Although the ventilator was found to audibly and visually alarm appropriately for its inability to charge the internal battery, this type of malfunction would result in a loss of therapy if the ac power source was lost.